Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc application in use with iphone 12 using ios 16.4.1. The customer indicated the low and high glucose alarms did not sound and was therefore not made aware of changing glucose levels. The customer experienced symptoms of shaking, sweating, dizziness, and difficulty getting up. The customer had contact with a healthcare professional who administered treatment of insulin (dose/type unknown) for hyperglycemia. There was no report of death or permanent impairment associated with this event.

Event description:
An alarm issue was reported with the adc application in use with iphone 12 using ios 16.4.1; app version 2.8.1.6120. The customer indicated the low and high glucose alarms did not sound and was therefore not made aware of changing glucose levels. The customer experienced symptoms of shaking, sweating, dizziness, and difficulty getting up. The customer had contact with a healthcare professional who administered treatment of insulin (dose/type unknown) for hyperglycemia. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues with the librelink application that would have led to the complaint. The customer reported missing low alarm. Successfully scanned and received low glucose alarm notifications and readings using a similar configuration (iphone 13 mini, ios 16.2, 2.8.1.6120), and was unable to reproduce the complaint. Therefore, the complaint is not confirmed. All pertinent information available to abbott diabetes care has been submitted.